Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. However, the logs were provided for the review. The customer's report was observed during review of the device data logs. The customer indicated that the device will not be returned to zoll for evaluation. The customer was advised by the zoll approved business provider to replace the device. Analysis of reports of this type has not identified an increase in trend.